Manufacturer narrative:
Additional information received indicated the patient presented to the hospital and died. Device interrogation information was received and noted that on the date of death the patient had multiple episodes of ventricular fibrillation (vf). The first episode of vf was treated with five shocks and converted successfully. The second episode was treated with six shocks which were not successful in converting rhythm. The third episode was treated with one shock. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed normal battery depletion. It was noted that a power on reset occurred post explant. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed) and there was cosmetic depression of the outer insulation.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a hospital with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately three months after device system replaced. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information received indicated the patient presented to the hospital and died. Device interrogation information was received and noted that on the date of death the patient had multiple episodes of ventricular fibrillation (vf). The first episode of vf was treated with five shocks and converted successfully. The second episode was treated with six shocks which were not successful in converting rhythm. The third episode was treated with one shock. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed) and there was cosmetic depression of the outer insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed) and there was cosmetic depression of the outer insulation.